Event description:
During shift checks, the customer noticed that the autopulse li-ion battery (s/n (B)(4) did not power on autopulse platforms. The battery's status leds were showing 4 solid green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.